Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It's was reported that the customer experienced a battery depletion issue. Additionally, it was reported that the customer experienced a quick bolus button issue. There was no reported impact to the customer's blood glucose level. Reportedly, the customer declined further troubleshooting with tandem technical support.